Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device main circuit board failed during testing by the customer. The device was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device main circuit board failed during testing by the customer. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
An investigation was performed on all available information. Based on all available evidence, the investigation determined that the reported complaint was due to operator error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).